Manufacturer narrative:
Due to character restrictions in block e1 event site address : (B)(6). Due to character restrictions in block e1 event site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit makes a lot of noise and then alarms after restarting the equipment. Trial failure code 119, the customer has restarted the device several times and still cannot use it. The customer replaces it with other equipment. No one was hurt.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction of the alarm code 119. The fse replaced the front end board and shock mounts. The fse checked the correctness of various functional parameters. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a